Event description:
Boston scientific received information that this patient presented to the emergency room with pacing at the maximum sensor rate (msr). It was noted the minute ventilation (mv) feature was programmed on. The caller will reprogram the response factor for this patient. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. No other adverse events have been reported. This product issue will be updated if additional information is received.